Event description:
Received an electronic report of a venous line separation occurring at medication port. The facility was contacted for additional information of this event. It was learned in 2006, that this separation of the hemodialysis bloodline did occur during the patient treatment. The staff was unable to return the patient's blood. As a result were set up on the dialysis machine and this patient was able to continue dialysis. This patient completed the treatment and was discharged to home. No further medical intervention resulted from this event. A sample is available for evaluation.